Event description:
Surgeon is worried about accurate version and inclination. Couldn't impact deeper than 5mm proud. Case completed manually. Hoping to provide detailed information. Case type / application: tha 4.1.

Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed to user error. Method & results -product evaluation and results: review of the case session files noted the following: " the final depth of impaction value was 5.56 mm proud. A deep impaction may indicate acetabular fracture, system inaccuracy, or incorrect drop-down menu selection for reamer or cup size. A proud impaction system inaccuracy, or incorrect drop-down menu selection for reamer or cup size. Factors affecting the accuracy of the depth of impaction: - reaming with a smaller reamer size than the cup can leave a deep cup bottom affecting the ream. - failure to change the reamer size to match the reamer size selection from the drop-down menu when that reamer size selection is smaller the actual reamer size will create a deep ream and proud reamer set point. When the cup is impacted it will provide a deep impaction because the smaller reamer selection will allow the larger actual reamer to ream deeper. We cannot confirm through log analysis the actual physical reamer size used for this 1st ream, but the drop down was set to 44. If the user kept the 48 size reamer on the reamer handle and picked the 44 size reamer from the drop down to clear the rim and start the ream a proud reamer set point which is the reference for cup impaction may have been created unintentionally. - failure to lower the robot during reaming and impaction will cause inaccuracy in the reaming depth and depth of impaction value. - please note that the rim point pattern should be within the target zone defined in the user guide. Failure to capture points in this zone led to rotational errors in the bone registration. - lift mechanism warning during impaction. If the impaction depth values seem incorrect with respect to the anatomy and the user had a difficult time with the stereotactic boundary, the bone registration may be inaccurate. For this case the center of rotation was different between the patient and CT landmarks: 2.471 mm, this led to a failed acetabulum angle, initial rms (6.696) posterior angle, geometric angle and quality metrics for 6 degree of freedom in the x-translations (tx) and z rotation (rz). Verification threshold between the 6 values in the decomposition difference between the initial and final bone registration transforms is higher than the auto verification thresholds indicating poor bone registration due to the bad hip center and horn points. There is no indication of software or hardware error. The user chose to ream and impact with a lift mechanism warning and a cautionary bone registration." -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.